Event description:
The customer reported that oozing under 200cc occurred although an end tone, indicating a completed sealing cycle, was heard. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). The incident device was returned, evaluated. Nothing was found that would have caused or contributed to the reported incident. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.